Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure with an unknown outcome, phrenic nerve injury (pni) was present at discharge. No further information is available. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.